Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6) ubd: 10-mar-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced reduced effectiveness of the ins for the past month, resulting in increased pain. This coincided with a fall directly onto their chest, which caused transient sternal pain. The chest pain has since resolved; however, the neurostimulator remained less effective. The patient reported more pain and examination was performed on 20-aug-2025. Interrogation of the ins revealed that the sensing contact for closed-loop stimulation showed high impedance. The contacts used for stimulation were still functioning properly. A reprogramming was performed to redirect closed-loop sensing to a contact that remained functional. The event was ongoing. The clinical diagnosis was a loss of pain relief/high impedance and the device diagnosis was high impedance. The etiology was possibly related to the device or therapy, specifically to the lead. The etiology was not related to the implant procedure and not related to programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider of a clinical study reporting that etiology was reported as a causal relationship to the device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical team. It was reported that no other actions were taken following the reprogramming on (B)(6) 2025, and the event remained ongoing.